Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using four (4) bd vacutainer® ultratouch¿ push button blood collection set, the devices leaked at the base of the hub at the line behind the flash area. No patient impact reported.

Manufacturer narrative:
Investigation summary bd received one photo for investigation. Evaluation of the photo does not show the reported defect. Additionally, 30 retained samples underwent functional tests to assess leakage during use and retraction lockout. All samples passed the tests, exhibiting no signs of damage to the device or leakage, and were able to be activated properly with no evidence of defects. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using four (4) bd vacutainer® ultratouch¿ push button blood collection set, the devices leaked at the base of the hub at the line behind the flash area. No patient impact reported.